Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system and confirmed that system does not start. Further inspection by the field service engineer revealed frontal ippc failed to boot up due to software issue. The software was reloaded in flexvision pc and user settings and templates were restored. Post repair action by fse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not start. The philips field service engineer (fse) went on site and noted a software issue. The software was reloaded in flexvision and adjustments and user templates are restored. The system met the specification for the performed service and was returned to use. Philips has started an investigation of the complaint.